Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump had a black display and is cracked. Customer's blood glucose was 250mg/dl at the time of incident. Troubleshooting found that the pump also has a continuous beep and was exposed to water. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The motor and battery tube assemblies were also found corroded. The insulin pump failed the leak test, leaked at a crack on the battery tube threads. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The insulin pump had serial number label stained and minor scratches on the lcd window.